Event description:
Note: this report pertains to the first of two events that occurred during the same procedure. Refer to associated manufacturer report 3005099803-2008-01480 for a description of the second event. It was reported to boston scientific corporation in 2008 that a hydratome rx was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in a (pt age, gender and weight unknown) four days prior. According to the complainant, the device had a damaged tip when removed from the package. The physician attempted to complete the procedure with a second device.

Manufacturer narrative:
The device has not been received for eval; therefore, a device analysis is not available. The cause of the reported malfunction is undetermined. The 2008 15-month jagtome product family complaint trend, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. Hydratome rx sphincterotome devices are included in the jagtome product family.